Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn from the ok button through the down and up arrows. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be obvious and detectable and warns the patient to discontinue using the pump. The owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. Investigation revealed that all keypad buttons responded as expected. The keypad was removed and no defect was found on investigation. The complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported having to press the up and down buttons harder than normal. The patient claims there was a tear between the up and down arrows but is uncertain which occurred first the tear or the responsiveness issue. The patient claimed there was no exposure to moisture. The patient stated that the pump is worn under garment against the body and the pump is not cleaned. The patient claimed to have been using a lens film. There is no reported adverse event with this complaint. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported because it is unknown if the reported keypad damage occurred prior to the button responsiveness issue or not.